Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian hispanic/latino female patient underwent a primary breast reconstruction surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient¿s healthcare professional stated that the right breast implant never moved from the implanted position and did not drop lower as anticipated after surgery. The symptoms the patient is experiencing are consistent with capsular contracture. Furthermore, the patient needs a capsulectomy further indicating a capsular contracture event. Although, no diagnosis of capsular contracture has been made and no corresponding baker grade rating. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian hispanic/latino female patient underwent a primary breast reconstruction surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient¿s healthcare professional stated that the right breast implant never moved from the implanted position and did not drop lower as anticipated after surgery. The symptoms the patient is experiencing are consistent with capsular contracture. Furthermore, the patient needs a capsulectomy further indicating a capsular contracture event. Although, no diagnosis of capsular contracture has been made and no corresponding baker grade rating. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On august 16, 2023, mentor received the following additional information. The diagnosis was updated. The patient also experienced right breast pain. During an in-office visit with a medical professional she was diagnosed with baker grade iii capsular contracture of the right breast and bilaterally acquired breast deformities requiring bilateral mastopexy. As a result, the patient underwent bilateral removal and replacement with 320cc mentor memorygel breast implants on (B)(6) 2023. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-10285 for the contralateral event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: acquired deformity nos. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 17, 2023, the mentor analysis lab received the suspect medical device for evaluation. On october 20, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).